Manufacturer narrative:
Reference manufacturing report # 2015691-2014-00680

Event description:
It was reported that the approximately 3.5 months post transapical tavr (thv in avr) procedure the patient¿s sapien valve was explanted. The patient expired post procedure. Additional information provided by the hospital medical records indicated that the patient¿s post op course was complicated with a left ventricular (lv) apical pseudoaneurysm with contained rupture into the left chest. Per report, the valve in surgical valve result was not optimal with ava of 0.8-0.9 with peak gradient over 45 mmhg. As repair of rupture required sternotomy, it was decided that the thv would be explanted and replaced with a mechanical valve. After repairing the ventricular wall, both the thv and the surgical bioprosthesis were explanted without difficulty and a mechanical valve was placed. An initial attempt to close the chest and 2 attempts to separate the patient from bypass were made but all resulted in right ventricular (rv) dysfunction and the need to restart bypass. A temporary rv assist device was added for support. This was tolerated; hemodynamics were ¿tenuous but stable¿. The patient was noted to have left the or critically ill on high-dose vasopressors and with an open chest, rvad and iabp. High, rising lactate levels were noted to have begun within an hour of surgery and it was suspected that due to severe pvd, there may have been ischemic bowel or liver injury. Prognosis upon arrival to the ICU was guarded. While in ICU, she continued to deteriorate and when she was no longer responsive to vasopressors, no further heroic measures were taken and she expired in the ICU. The patient¿s death is not considered related to the function of the valve.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per (B)(6), the intended performance of a prosthetic heart valve includes a mean aortic valve gradient of 20 mmhg or a peak velocity of 3 m/s, without moderate or severe prosthetic valve aortic regurgitation. In the short term, abnormally high gradients may indicate a leaflet that is not functioning optimally, while in the longer term an abnormally high gradient could result from calcification of the leaflets. Abnormally low gradients may be a symptom of regurgitation. In this case, there was no evidence of significant valve regurgitation or calcification. Per the operative report, the elevated gradients were likely due residual aortic stenosis. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.